Event description:
It was reported that the patient faced occlusion issue on (B)(6) 2026.

Manufacturer narrative:
E1: patient country: canada. Name: tandem . Country: united states of america. Street: 11045 roselle street suite 200. City: san diego . State: ca . Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.